Event description:
Femoral nail was implanted 2001 for a pathologic subtrochanteric fracture of the left femur. Nail was noted as broken 5 months later and removed 2 days later. Surgeon indicated prior fracture had healed but not remodeled and device breakage was not unexpected.